Event description:
Customer reported a blank display on his insulin pump. He said he just changed his battery and the screen went blank and started to reset. Customer pressed the act button and the device went into rewind mode. During the call, customer also stated the device has two other alarms. Customer's blood glucose is 131 mg/dl. Customer uses energizer batteries. The device or the battery compartment is not damaged or corroded. Customer inserted a new one and the display returned. A replacement battery cap is being sent. A temporary basal was not programmed before the alarm. The device was not stored for a long period of time. The device experienced an unexpected restart. The device passed the self test. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.